Manufacturer narrative:
A review was done on the device history record (DHR) for catalog number 102 lot v5l164. The lot was found to have been manufactured and released per predetermined specifications. No anomalies were found in the review of the records. Since a sample could not be obtained, the failure mode and root cause could not be determined. The plant¿s quality system mandates suitable in-process controls to measure seal integrity of representative samples. Fifty-five samples were pulled during production of this lot and tested at predetermined locations to best gauge the seal integrity by pull test and functional leak testing. All samples pulled from this lot met the predetermined criteria before it was released. If a sample is acquired at a later time, this complaint will be reopened and an additional investigation will be completed. (B)(4).

Event description:
Based on the customers claim the kwik-kold pack burst when applied to the patient. This caused contact dermatitis, which the doctor was able to treat with unknown ointment. Per customer, no further treatment required.